Event description:
It was reported that during and service pre-testing, it was observed that the attachment device failed for vibration. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed the vibration assessment on pre-test. Therefore, the reported condition was confirmed. It was determined that this was caused by worn out and damaged bearings. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.